Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
Additional information received alleged the patient experienced the event approximately 11 days before the initially reported event date. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. Additional inquiries will be sent to the reporter to request the date of the event. Any information received will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event. The associated manufacturer report numbers are 1225714-2014-13975 and 1225714-2014-13976.